Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(4) 2024, it was reported that the patient encountered infusion set cannula was bent within 3 hours of insertion. Patient's blood glucose at the time of event was 220 mg/dl no further information availabler.